Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The customer's blood glucose level at the time of incident was 0mg/dl. The customer's most current level was 158mg/dl. The customer mentioned being sick and having contributed to customer going low. The customer declined troubleshoot or replacement pump at this time.